Manufacturer narrative:
(B)(4) method: the complaint iw990 infant warmer was returned to the fisher & paykel healthcare (f&p) service center in germany where it was performance tested by a trained f&p service technician. Results: performance testing of the iw990 infant warmer revealed that the unit's power fail alarm did not function. The unit was found to have a faulty capacitor. Conclusion: the reported event was due to a faulty capacitor on the power pcb. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare field representative, that the iw990 wall mount infant warmer was faulty. There was no reported patient involvement.